Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees, that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm the quantity of devices involved in the reported event. --the quantity of devices involved is 2. The following information was requested, but unavailable: were there patient consequences? If yes, please specify. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic total hysterectomy+bilateral adnexectomy+anterior vaginal wall shortening surgery+vaginal stump suspension procedure on (B)(6) 2024 and a suture device was used. Doctor sutured the top of the anterior vaginal wall with suture to shorten the anterior wall. The remaining end was suspended on the same side of the circular ligament with suture. During the suturing process, the sutures broke several times, making it difficult to suture smoothly. After multiple replacements, the surgery was completed, which may lead to a risk of infection and delay in treatment for the patient. No adverse patient consequences were reported. Additional information was requested.